Event description:
Patient reported that since the 25th of february, the patient has been experiencing hypoglycemia. The lowest reading she has experienced while on the v-go is 36. Patient stated that the she can eat or drink something and her sugars will still not go up while wearing the v-go. Patient was taken to the ER on feb 25th at (B)(6) hospital where they removed the v-go device and provided her with treatment and her sugars went up to 400. When she applied the v-go after leaving the hospital after 6-7 hours, her sugars dropped again.